Event description:
It was reported that the patient experienced stimulation in the wrong location. A revision surgery was scheduled due to the leads migrating. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, (B)(4), programmer model 37743, (B)(4), lead model 3778-60, (B)(4), implanted: (B)(6) 2011, explanted: unknown lead model 3778-60, (B)(4), implanted: (B)(6) 2011, explanted: unknown.